Manufacturer narrative:
Pump passed the displacement test but failed during prime/compromised force sensor alert syster alert test due to loose drive support disk.

Event description:
The customer reported via phone call that their insulin pump malfunctioned during priming. The customer did not indicate their blood glucose level at the time of the incident. The customer stated that they were disconnected from the insulin pump during priming, and that the pump piston continued to act after making contact with the reservoir, resulting in insulin squirting out from the infusion set. The insulin pump was returned for analysis.